Event description:
There was an allegation of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. On (B)(6) 2022 the meter result at 8:05 a.m. Was 4.6 inr. The result from the laboratory 2 hours later was 2.5 inr. On (B)(6) 2022 the meter result at 7:10 a.m. Was 3.6 inr. The result from the laboratory 2 hours later was 2.3 inr. The lab results were believed to be correct. Any medication adjustments were made based on the lab results. The patient¿s therapeutic range is 2-3 with a testing frequency of bi-weekly.

Manufacturer narrative:
Initial reporter occupation: occupation is patient/consumer. The meter and test strips were requested for investigation. The meter and 1 test strip were provided for investigation where they were tested using retention controls. Testing result (qc range = 2.3 - 3.5 inr): qc 1: 2.9 inr the obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.